Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed and all functions were working correctly. The device evaluation did not find an error or damage. The device was tested with several types of scopes and camera head and the measured values did met the inspection limits. The device was set to factory settings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center could not detect signal and no image was produced on the monitor. The system was being restarted and the image was restored temporarily but could disappear and this happened several times. Finally, a similar device was used to complete the procedure. Reportedly, all procedures were completed as planned. There were no reports of patient harm associated with the event. Related patient identifier: (B)(6).